Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the blue part of the device has heated and melted. It was stated that smoke appeared. The device has been turned off. There was no patient injury.